Event description:
Patient reported left side "preventative replacement." Healthcare professional later reported "seroma" and "capsular contracture, baker grade iii." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device additional observations: crease fold observed in the device. Wear abrasion observed in the device. Deformation observed in the device. Red particles observed in the device.

Event description:
Patient reported left side "preventative replacement." Healthcare professional later reported "seroma" and "capsular contracture, baker grade iii." The device has been explanted.

Event description:
Patient reported left side "preventative replacement." Healthcare professional later reported "seroma" and "capsular contracture, baker grade iii." Healthcare professional additionally reported inflammation/irritation. The device has been explanted.

Event description:
Patient reported left side "preventative replacement." Healthcare professional later reported "seroma" and "capsular contracture, baker grade iii." Healthcare professional additionally reported inflammation/irritation. The device has been explanted.